Event description:
It was reported that during follow up out of range lead impedance was observed. The lead was replaced and returned. Analysis of the associated ICD indicated a broken can wire as the cause of the reported event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.